Event description:
Arterial line in right artery discontinued. Upon removal approximately 2 inches of catheter broke off requiring interventional radiology/vascular surgery procedure. Patient was transfused with 6 units ffp, fresh frozen plasma, for procedure, but procedure delayed due to patient's critical condition. The patient was made a "do not resuscitate" and extubated. The patient expired with broken catheter piece remaining in patient.